Event description:
It was reported that a thrombosis occurred and the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. At the follow up appointment forty seven days post index procedure, a small thrombus was identified on the corner of the closure device away from the threaded insert and near the coumadin ridge. There was a slight tilt of the closure device also noted towards the mitral side of the heart that left a space between the coumadin ridge. The patient was to remain on eliquis to allow for the thrombus to resolve.